Event description:
A customer reported the adhesive on split sheet drape is strong and is discomforting to the patients' when pulling it off the skin. Additional information and sample has been requested.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information and sample has been requested. (B)(4).

Manufacturer narrative:
This is the first complaint reported for this lot. Review of the device history record indicates the order was built to specification. A sample has not been returned. No visual or functional testing could be performed. The root cause of the customer's complaint is not known. (B)(4).